Event description:
Patient reported "looks like the prosthesis has an air bubble, patient doesn't know how to explain it properly, but the doctor informed that it looks like it's bent again and pain.¿ healthcare professional later reported capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.